Event description:
Additional information received indicated that the device was reprogrammed in order to resolve the under-sensing issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that under-sensing was noted. Device reprogramming is anticipated. The patient was stable.